Event description:
It was reported that a patient with stryker tka done previously complaint of knee prosthesis loosening and had to return for revision surgery. The surgeon decided to replace with zimmer nexgen knee implant.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding loosening involving a series 7000 baseplate was reported. The event was confirmed. A material analysis report concluded there was no evidence of manufacturing or material defects on the returned components examined. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The exact root cause could not be determined.

Event description:
It was reported that a patient with stryker tka done previously complaint of knee prosthesis loosening and had to return for revision surgery. The surgeon decided to replace with zimmer nexgen knee implant.